Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that a patient had a superficial infection at the ipg site. The physician repositioned the ipg and the patient is reportedly doing well.

Event description:
A report was received that a patient had a superficial infection at the ipg site. The physician repositioned the ipg and the patient is reportedly doing well.